Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6); product type: {0195 - heart valves}; implant date (B)(6) 2025; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, while advancing the delivery catheter system (dcs) through the patient¿s steep aortic arch, interference occurred between calcification at the top of the aortic arch and the ¿gap¿ between the nose cone and the capsule of the dcs. As a result, an aortic dissection occurred. After removal of the dcs, an echocardiogram was performed and the dissection was confirmed. The patient¿s blood pressure was stabilized and the false lumen was determined to not be enlarging, so a computed tomography (CT) scan was performed. The patient was placed under observation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified the conservative treatment as medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, while advancing the delivery catheter system (dcs) through the patient¿s steep aortic arch, interference occurred between calcification at the top of the aortic arch and the ¿gap¿ between the nose cone and the capsule of the dcs. As a result, an aortic dissection occurred. After removal of the dcs, an echocardiogram was performed and the dissection was confirmed. The patient¿s blood pressure was stabilized and the false lumen was determined to not be enlarging, so a computed tomography (CT) scan was performed. The patient was placed under observation. Additional information was received that per the physician, the valve nor guidewire contributed to the aortic dissection. The gap between the nose cone and the capsule occurred when passing through the aortic arch but there was no complete separation. No hypotension occurred during the procedure. The dissection was discovered on the final echocardiogram at the end of the procedure. Conservative treatment was provided for the dissection.